Event description:
It was reported that the patient underwent a posterior lumbar fusion using posterior instrumentation, peek interbody spacer filled with allograft and bone morphogenic protein to treat l4-5 foraminal stenosis, l4-5 herniated nucleus pulposus, l4-5 degenerative disk disease, left-sided severe foraminal stenosis and calcific disk herniation. Per the operative reports, "facet fusion was completed with local bone graft and bone morphogenic protein" and "a 12x60-mm implant with bone morphogenic protein and demineralized bone matrix was tamped securely into position." At 105 days post-op, x-rays indicated a "normal cervical spine." At 325 days post-op, a CT scan of the lumbar spine was interpreted to show "evidence of prior l4-5 fusion with hardware in place" note is made of early osseous fusion across the l4-5 disc space, particularly to the left of midline" the left l5 screw incidentally abuts the anterior cortex of the l5 vertebral body. Endplate changes are noted at l4-5, with an appearance most suggestive for expected post-surgical change." At 326 days post-op, an MRI was interpreted to show "an abnormal cystic fluid collection with peripheral enhancement within the left inferior plate of l4 and centrally and to the left of midline at the superior endplate of l5 vertebral body which seem to communicate with one another through the center of the intervertebral cage that is inserted at l4-l5 level worrisome for potential infectious process or discitis, osteomyelitis." At 327 days post-op, an MRI report indicates that the patient "presents with fever" there is an abnormal cystic fluid collection with peripheral enhancement within the left inferior plate of l4 and centrally and to the left of midline at the superior endplate of l5 vertebral body." At 340 days post-op, the patient underwent revision anterior retroperitoneal l4-5 fusion to treat non-union using synthes femoral ring allograft, crushed cancellous allograft, demineralized bone matrix, synthes screw washer construct. There is no mention in the operative notes of rhbmp-2/acs being used. At 92 days post-op, the patient underwent posterior approach revision l4-5 fusion. Per the physician's notes, the surgery used "midas, jackson, cell saver, bmp, emgs, and [posterior] instrumentation." Wound cultures from the patient's calves grew strains of e. Coli, and patient was placed on cipro. Per the operative notes, the patient presented with a failed l4-5 fusion and underwent microscopic posterior re-exploration of the l4-5 fusion, posterior revision fusion with posterior instrumentation and local bone graft. There is no mention in the operative notes of bmp being used. Allegedly, since receiving bmp, it is claimed that the patient developed fever, intense pain, sciatica damage, swelling, and an inability to walk.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2011 the patient underwent a posterior lumbar fusion using sextant, peek interbody spacer filled with allograft and bone morphogenic protein to treat l4-5 foraminal stenosis, l4-5 herniated nucleus pulposus, l4-5 degenerative disk disease, left-sided severe foraminal stenosis and calcific disk herniation. Per the operative reports, "facet fusion was completed with local bone graft and bone morphogenic protein" and "a 12x60-mm implant with bone morphogenic protein and demineralized bone matrix was tamped securely into position..." Approximately 2 weeks post-op office visit indicates the patient "has been having difficulty" in regards to pain management. One month post-op office visit letter states "the patient's pain has been stabilized and is now tending to decrease-ap lateral lumbar films show that his fusion construct is in good position." Four months post-op office visit indicates "x-rays show there is good fusion", however, mentions slow progress "probably related to his narcotics." Seven months post-op office visit indicates that the patient has been off narcotics for 52 days and has made good progress. "X-rays show that he has a solid l4-5 interbody fusion, and all the implants are obviously intact." Eleven months post-op a CT scan of the lumbar spine indicated "evidence of prior l4-5 fusion with hardware in place... Note is made of early osseous fusion across the l4-5 disc space, particularly to the left of midline... The left l5 screw incidentally abuts the anterior cortex of the l5 vertebral body. Endplate changes are noted at l4-5, with an appearance most suggestive for expected post-surgical change." Eleven months post-op a CT scan of the cervical spine "demonstrates minor degenerative changes in the cervical region. There is no evidence of high grade canal stenosis or neural foraminal narrowing. No fractures are seen." Eleven months post-op a CT scan of the thoracic spine "demonstrates an 11-degree dextroconvex thoracic scoliosis, centered at t6. No fractures are seen. The spinal canal and neural foramina are adequately patent at each level. There is moderate multilevel degenerative disc space height loss in the thoracic regions with multiple schmorl's nodes seen. There is likely a tiny 1.5mm right paracentral disc bulge at t9-t10." Eleven months post-op a radionuclide whole body bone scan indicates "possible old fractures of the right posterior 8th and 9th ribs." "The study is otherwise unremarkable with no focal increased or decreased uptake present in the lumbar region and no change from the previous three-phase bone scan performed 15 months prior. Eleven months post-op an MRI indicated "an abnormal cystic fluid collection with peripheral enhancement within the left inferior plate of l4 and centrally and to the left of midline at the superior endplate of l5 vertebral body which seem to communicate with one another through the center of the intervertebral cage that is inserted at l4-l5 level worrisome for potential infectious process or discitis, osteomyelitis." Eleven months post-op x-rays of the cervical spine indicate "no fracture or malalignment." Eleven months post-op x-rays of the lumbosacral spine indicate "status post l4-l5 pedicle screw fusion." "There is no evidence of instability on flexion-extension lateral views." Eleven months post-op an MRI of the lumbar spine report indicates the patient "presents with fever... There is an abnormal cystic fluid collection with peripheral enhancement within the left inferior plate of l4 and centrally and to the left of midline at the superior endplate of l5 vertebral body..." Eleven months post-op, an MRI of the thoracic spine shows "mild intervertebral disc dehydration in the midlower thoracic region is noted with minor disc disease without significant disc herniation or spinal stenosis. No abnormal enhancement to suggest discitis or osteomyelitis is present." Eleven months post-op an MRI of the cervical spine shows "mild c6-c7 bulging disc without significant spinal stenosis or foraminal narrowing. No abnormal enhancement to suggest discitis or osteomyelitis is present." Eleven months post-op CT scan of the lumbar spine indicates "lucencies around the fused disk level, possibly due to fusion failure." Approximately eleven months post the initial surgery, the patient underwent revision surgery to treat l4-l5 failed fusion and l4-l5 osteolysis. Procedure was anterior revision at l4-l5 with discectomy and excision of failed fusion and peek interbody device. Anterior l4-l5 fusion with synthes machined femoral ring allograft, crushed cancellous allograft and demineralized bone matrix and synthes screw washer construct. There is no mention of bmp in the operative notes. Operative findings indicate "failed l4-l5 fusion and loose lateral interbody implant." Approximately three months post the second procedure, the patient underwent a revision surgery due to failed l4-5 fusion. Procedure was for posterior l4-5 revision fusion with ss legacy instrumentation and harvested local bone graft. Operative findings indicate l4-5 failed fusion with loosening of the l5 pedicle screws bilaterally and evidence of facet failed fusion. There is no mention of bmp in the operative notes. Reportedly, since receiving bmp, the patient has developed fever, intense pain, sciatica damage, swelling, and inability to walk.